Event description:
Initial information was received from a physician via a company sales representative on (B)(6)-2010: a physician reported that a patient received treatment with poly-l-lactic acid (sculptra aesthetic) - therapy dates, dosage and indication not provided. The physician thought the patient might have a "lump" that he initially attributed to poly-l-lactic acid (sculptra). Later he thought it might be "liquefied fat." No further relevant information was provided. Pharmacovigilance comment: sanofi-aventis company comment 02-sep-2010: this report described a patient, might have a lump or liquefied fat after receiving sculptra injection. This report lacks sufficient information regarding nature of the event, detailed therapy information, treatment for the event, and outcome. Additional information has been requested.